Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, with implant duration of three (3) years and two (2) months, underwent a valve-in-valve procedure due to severe aortic regurgitation. A tavr was successfully performed with an edwards transcatheter valve. No other details provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.